Manufacturer narrative:
Additional, changed, and/or corrected data: d.7.

Event description:
Healthcare professional reported right side rupture, "undulations and folds," right side is "softer," nodular images, and "extravasted silicone" in "axillary nodes." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture and silicone migration. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture, "undulations and folds," right side is "softer," nodular images, and "extravasated silicone" in "axillary nodes." The device has been explanted.